Manufacturer narrative:
Our product evaluation laboratory received one model 12tlw804f catheter. As received, the balloon was found ruptured. The balloon edges did not appear to match up. Both balloon windings were intact. The balloon inflation and through lumen were found occluded. Cut down was performed on the catheter body and an unknown clear material was found in the inflation lumen at approximately 2cm from the catheter tip. The through lumen was found occluded by an unknown clear material at the catheter tip. No other visible damage or inconsistency was observed from the catheter body. The customer report of a deflation issue could not be confirmed on evaluation. The unknown clear materials were sent to chemistry for further analysis. Upon completion, a supplemental report will be submit with the findings.

Manufacturer narrative:
Reference CAPA-20-00141.

Manufacturer narrative:
The unknown clear material was sent to chemistry for further analysis. Ir spectrum of the unknown materials from both samples of the two lumens were inconclusive, since absorption characteristics were not similar to any print in the library. Using spectroscopy, the following elements were detected in the unknown particles for the sample from the through lumen: iodine, sodium, chloride, aluminium, sulfur, potassium and calcium. The following elements were detected in the unknown particles for the sample from the inflation lumen: iodine, sodium, chloride, aluminium. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint.

Manufacturer narrative:
Per additional evaluation by the irvine product lab, cut down was performed at the proximal edge of the proximal bushing. The inflation lumen appeared intact. The inflation lumen inner diameter at the proximal edge of the proximal bushing was measured to be 0.007inches, which was in specification.

Manufacturer narrative:
An engineering evaluation was performed. Based on the chemistry analysis of complaint (B)(4) affected unit occluded material, iodine, sodium, chloride, aluminum, sulfur, potassium and calcium were found in the through lumen, and iodine, sodium, chloride, and aluminum substances were detected in the inflation lumen. These substances are not used during the catheter manufacturing process. The complaint being evaluated (B)(4) occurred during use. The fogarty catheter is typically used on vessels that are already occluded, so the potential for ischemia related to deflation difficulty is less likely; however, deflation difficulty can impair balloon modulation during use, which has the potential to lead to vascular injury. Therefore, the potential for injury is not considered to be remote. It should be noted that the IFU clearly states in the warning section that: ¿use of a highly viscous or particulate contrast medium is not recommended for balloon inflation because the inflation lumen may become occluded.¿ complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
The product is expected to be returned for analysis; however, it has not yet been received. Upon the return of the product a supplemental report will be sent with the investigation results. A device history record review was completed and documented that the device met all specifications upon distribution.

Event description:
It was reported the balloon on a fogarty catheter deflated slowly during use. The balloon had been successfully tested prior to use. There was no patient injury. Patient demographics were requested and not provided.